Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to dissociation of the insert from the baseplate. Patient reported a fall 3 months prior. At the time of revision, the liner was protruding out of the joint (skin was distended but not broken). Intra-operatively, the locking wire was noted to be broken. The liner was revised. Rep can provide pictures and the device is available for return, otherwise rep confirmed that no further information will be released by the hospital or surgeon.